Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 10 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet completed. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that pump stoppages were occurring when the patient¿s vad system was connected to a normal power module patient cable. No clinical symptoms were reported. The manufacturer¿s technical services representative reviewed the submitted log file which contained data from (B)(6) through (B)(6) 2016 and observed multiple pump stoppage events and low speed advisories which only appear to have occurred while the vad was connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead (driveline). X-ray images submitted for review revealed possible damage to the driveline. On (B)(6) 2018, the manufacturer¿s technical service representatives performed a distal end driveline replacement approximately 3 inches from the exit site. No open wires were found during phase interrupter tests. Post repair, the patient¿s vad system was connected to a grounded patient cable without issue. As of (B)(6) 2018, the patient was at home with no further alarms. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that on (B)(6) 2018, the patient was sent home on an ungrounded cable and instructed to page the clinic if any alarms occurred. On 27 mar 2018, a second log file was submitted and confirmed a pump stop occurred on (B)(6) 2018. The log file was unable to determine what type (grounded vs no grounded) patient cable was being used. The lvad clinician reported after the driveline repair/replacement on (B)(6) 2018, the patient was discharged home with instructions to use the grounded cable. The patient confirmed that they were using the ungrounded cable when the alarms occurred on (B)(6) 2018. After the patient paged the clinic, they instructed the patient to switch back to the ungrounded cable. On (B)(6) 2018, the patient underwent a pump replacement for suspected driveline fracture. The pump will be returned for evaluation. No additional information was provided.